Manufacturer narrative:
The catheter access port kits were returned and analysis found no anomalies. Information references the main component of the system. Other relevant device(s) are: product ID: 8540, serial/lot #: (B)(4), ubd: 18-feb-2021, UDI#: (B)(4), implanted: explanted: product type accessory ; product ID: 8540, serial/lot #: (b0(4), ubd: 02-apr-2021, UDI#: (B)(4), implanted: explanted: product type accessory ; product ID: 8540, serial/lot #: (B)(4), ubd: 02-apr-2021, UDI#: (B)(4), implanted: explanted: product type accessory ; product ID: 8540, serial/lot #: 0220770132, ubd: 02-apr-2021, UDI#: (B)(4), implanted: explanted: product type accessory; product ID: 8540, serial/lot #: 0219350137, ubd: 02-apr-2021, UDI#: (B)(4), implanted: explanted: product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a manufacturer's representative (rep) regarding an external infusion product. On (B)(6) 2021, it was reported that six 8540 catheter access port kits were delivered to the hospital after the kits were expired. The use by date was listed as "2021-02-18". The kits were not used and were to be returned. The issue was considered resolved at the time of the event. No patient involvement was reported. Additional information was received from the foreign manufacturer's representative (rep) on 2021-sep-01. It was confirmed that the kits were ordered directly from the manufacturer through the hospital purchasing system.